Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging that his meter was damaged but did not go into the detail about it. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.